Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. This emdr represents the bard mesh - composix l/p (device 2). An additional supplemental emdr was submitted to represent the bard mesh - ventralex (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with incarcerated recurrent umbilical hernia thereby underwent open repair with the implant of ventralex mesh device 1). Per op notes "a ventralex mesh device 1) was placed and sutured." (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the explant of ventralex mesh (device 1) and implant of composix l/p mesh device 2). Per op notes "some omental adhesions were taken down and a small seroma cavity was encountered. The old mesh (device 1) was removed and a composix l/p mesh device 2) was placed and sutured." (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant of synthetic mesh. Per op notes "a synthetic mesh was placed and sutured."